Event description:
It was reported via repair work order that the cot would not lock into the fastening system due to a damaged foot end fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).